Event description:
It was reported that the patient's blood glucose (bg) levels reached 321 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (leg). As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received fully deployed. The download data showed that an 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported event could not be determined.